Event description:
Approx three days after stent placement, while at home, the pt began to experience diaphoresis and chest pain. Ems was called but the had pt expired. Per the procedure physician, the most likely caused of this is probably acute closure. There was no autopsy performed.